Event description:
During testing, the device in question was programmed to deliver 40 ml. The device in question delivered 81 ml.

Manufacturer narrative:
The device in question has been returned to walkmed infusion for an investigation. However, the investigation has not been completed. Walkmed infusion will file a follow up report within 30 calendar days to disclose the investigation findings.

Manufacturer narrative:
The device in question was received and inspected by a walkmed infusion service technician and a walkmed infusion engineering technician. Upon initial receipt, physical damage was observed and the reported event was confirmed as the device did not deliver fluids within walkmed infusion's acceptance criteria of a 5% accuracy. The device was programmed to deliver a target volume of 40 ml in 24 minutes at a rate of 100 ml/hr. The device delivered 148.9 ml which is an over infusion of 272.25%. Upon further investigation, walkmed infusion observed multiple physical defects. The front and rear panels were damaged such that the bottom 2 bolts and their brass pems were broken free of the plastic. The plastic bosses that hold the pems were damaged. The rear panel is cracked near the handle, the communication-port and the ac receptacle. Additionally, there was evidence of fluid ingress inside the pump. An installed tube set is expected to become occluded when the pump's door is shut. However, this device did not occlude the installed tube set when its door was closed. There are two possible causes for this. The first possible cause is the pressure plate and the associated tape could have been worn from use. Or, the pressure plate was out of place due to the force(s) sustained to cause the observed physical damage. A review of the manufacturing records did not reveal any nonconformities related to the reported event.

Event description:
During testing, the device in question was programmed to deliver 40 ml. The device in question delivered 81 ml.